Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company field service engineer reported, on behalf of the customer, that the gantry dropped when system was keyed off. The issue was noted during service, and there was no patient involvement.